Manufacturer narrative:
(B)(4). The customer returned one separated 3-lumen 7 fr x 20 cm cvc set catheter. The distal end of the catheter was not returned. The catheter showed evidence of use and the catheter body was separated. Microscopic examination of the catheter revealed a tear in the catheter body near the base of the juncture hub. The tear's edges had a rough appearance and looked as though the catheter was split due to excessive force. Residual adhesive material was also identified on the catheter body. Microscopic examination of the distal end of the returned catheter revealed that the catheter body appeared to have been cut. Striations are visible and consistent with material that has been cut. No signs of stretching were visible. Dimensional inspection related to the tear location was not required for this investigation as the tear in the catheter body was located at the base of the juncture hub. The catheter's body was cut off approximately 85 mm from the distal end of the juncture hub. The correct catheter body length from the distal end of the juncture hub is between 207-227 mm, which indicates that at least 122 mm of the catheter is missing. With the catheter body occluded, water was injected into the catheter luer hubs for each of the extension lines using a lab inventory 10 ml syringe. Leakage was observed in the vicinity of the juncture hub during testing of the distal lumen. The location of the leak was consistent with the tear identified during visual inspection. No leakage was observed when testing the proximal and medial lines. A device history record review was performed on the catheter and did not reveal any manufacturing related issues. The instructions for use (IFU) provided with this kit directs the user to prepare the catheter for insertion by flushing each lumen. No leaks were reported during catheter preparation. The IFU warns to not cut the catheter length, and also cautions not to secure, staple, and/or suture directly to the outside diameter of the catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. It also warns to not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. It also cautions to check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. It also warns not to use alcohol or acetone on catheter surface as these chemicals can weaken the structure of polyurethane materials. The reported complaint that the catheter leaked was confirmed through visual inspection and functional testing of the returned sample. The investigation found that there was a tear in the catheter's body near the juncture hub and the catheter body was separated from its distal end. The catheter body appears to have been split using excessive force near the juncture hub and cut off in the middle of the body since there were no observed jagged edges or evidence of stretching. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. Therefore, based upon the type of damage observed, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that a leak in the cvc was observed.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that a leak in the cvc was observed.